Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Customer was unable to troubleshoot at the time of the call, but will attempt to resolve issue by changing the wall adapter and usb cable on their own.